Manufacturer narrative:
(B)(4). Title randomized clinical trial of fibrin sealant versus titanium tacks for mesh fixation in laparoscopic umbilical hernia repair. Source british journal of surgery, 98, 20181(1537-1545) date of publication: 24 august 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, after laparoscopic ventral hernia repair with conventional mesh fixation using titanium tacks, patients experienced postoperative acute pain. Forty patients were included, of whom 38 were available for intention-to-treat analysis after 1 month. A 12-cm round mesh was used for all operations and tack fixation device was used for 19 patients with tacks placed 1¿2 cm apart in a double-crown fashion. Complications such seroma, hematoma, superficial infection and skin erythema were reported. Re-admission of patients was also noted.